Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had a skin irritation under the rear therapy electrode pads. The area was described as red and itchy with pimples. The patient's doctor instructed him to remove the lifevest for several hours due to the rash. During a follow up, the patient reported that the irritation had improved greatly since removing the device.